Manufacturer narrative:
(B)(6) 2016 11:20 am (gmt-5:00) added by (B)(6) ((B)(4)): the anesthesia system was investigated on-site by the user. After the anesthesia was finished, the user took out the patient cassette and confirmed that the absorber bypass valves in the patient cassette were stuck in an "open" position. Unscrewing one of the absorber bypass valves solved the issue. No parts were replaced and the anesthesia system and patient cassette were put back into clinical service. The two absorber bypass valves are located in the patient cassette where the co2 absorber is docked, one at the inlet and one at the outlet. The main task of these valves are to lead the re-breathed patient gas through the co2 absorber in order to remove(scrub) the co2 from the gas on its way to the inspiratory side of the patient cassette and to the patient. No device logs were available for further evaluation. The cause for the reported issue, therefore, cannot be determined with the limited information provided.

Event description:
(B)(6) 2016 01:45 pm (gmt-5:00) added by (B)(6) ((B)(4)): this report is duplicate of already received initial MDR report with the manufacturer report # : 8010042-2015-00335. The original date of this report for the initial MDR was (B)(6) 2015. (B)(4). (B)(6) 2016 11:12 am (gmt-5:00) added by (B)(6) ((B)(4)): this report is duplicate of already received initial MDR report with the manufacturer report # : 8010042-2015-00335. This record is being created as requested per the FDA correspondence that requires a supplemental be filed electronically. The original date of this report for the initial MDR was (B)(6) 2015. (B)(4).